Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s pacemaker, it was found that the right atrial (ra) lead exhibited loss of capture. X-ray imaging was performed and no anomalies were found. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.